Event description:
As reported by the patient's care advocate, approximately 22 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient passed away. It was stated by the patient care advocate that the patient never left the medical facility post tavr procedure. The patient was placed on a ventilator and had hemorrhagic shock and stroke. The patient was then transferred to a rehabilitation unit and was placed on high flow nc o2. The patient care advocate stated the patient had "died of o2 toxicity". The patient had a history of copd. The patient care advocate then stated on the patient's death certificate, it listed the causes of death as stroke, pna and two additional events that could not be recalled.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no: 2015691-2023-14812. A supplemental MDR is being submitted to include additional information from provided medical records. The following section of this report has been updated: b7 (other relevant history, including preexisting medical conditions). Additional information received via medical records revealed the patient's post procedural course was complicated by pseudoaneurysm at the femoral access iliac artery site with retroperitoneal hemorrhage with post operative hemorrhagic shock. The patient underwent repair with a vascular surgery and required 2 units of packed red blood cells (prbcs). The patient was intubated for acute respiratory failure with hypoxia. Post-extubation, the patient was noted to have aphasia and right-sided neglect. Imaging demonstrated multiple peripheral ischemic infarctions suspected secondary to cardioembolic stroke. The hospital course was further complicated by an aspiration event approximately 5 days post tavr procedure. A computed tomography (CT) performed of the chest revealed new non-obstructive segmental and sub-segmental right lower lobe pe. Subsequently, the patient expired approximately 22 days post tavr procedure.